Event description:
Roche CT/ng on the 6800 consistently provides invalid results. Patient had invalid gonorrhea and when repeated was detected, then repeated as invalid. We have asked roche to solve this problem and they keep saying it is carbomer but the clinician and patient said they were not using any products that contain carbomer. The patient said she would leave her spouse over this. We have an invalid rate of 14% which is unacceptable for molecular methods for sti testing. We have been asking roche to fix this problem and they told us to use urine instead of swabs because it does not have the same problems. This is not fixing the problem, rather avoiding it. FDA safety report ID # (B)(4).